Event description:
It was reported that the lights will flash on the device; however it will not complete a power on cycle. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported event and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the system pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio-control further evaluated the removed system pcb assembly at the failure analysis center and determined the cause of the failure to be due to missing solder on pin 2 of and integrated circuit chip, designator u26.